Event description:
The surgeon inserted the distal femoral jig on the im rod and inserted it into the femoral canal. He then took a drill pin and pinned the jig through the pin hole in the distal resection plate to stabilise the jig. As he was inserting the pin through the pin hole the metal bushing disengaged and came free from the jig. The bushing was retrieved and that pin hole not used. The surgeon states he successfully pinned the other side of the jig and proceeded with the distal cut in the usual manner and this incident did not affect the surgery/patient adversely. No delay, no harm.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
The complaint states: the surgeon inserted the distal femoral jig on the im rod and inserted it into the femoral canal. He then took a drill pin and pinned the jig through the pin hole in the distal resection plate to stabilise the jig. As he was inserting the pin through the pin hole the metal bushing disengaged and came free from the jig. The bushing was retrieved and that pin hole not used. The surgeon states he successfully pinned the other side of the jig and proceeded with the distal cut in the usual manner and this incident did not affect the surgery/patient adversely. No delay, no harm the bushings were assembled to the device in the correct orientation. (B)(4) is currently underway to address this issue. The complaint shall be closed with a justified conclusion and entered into the complaints system and monitored though trend analysis. Post market surveillance is per (B)(4).